Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that she was unable to turn on the cycler. Cycler powered down, issue occurred in unknown phase/cycle of dialysis. Issue occurred once during the night, patient was connected during incident. Display was blank, there was not a power outage/outlet issue, power cord was securely plugged in, power switch was in the on position. Can't turn on cycler, patient plugged the cycler directly into the power outlet but the cycler did not turn back on. Replaced cycler due to can't turn on cycler, last treatment completed using current cycler was on (B)(6) 2023. Advised to discontinue use of this cycler, patient will perform manuals. Replace cycler time of arrival (B)(6) 2023, schedule pick up date for (B)(6) 2023 knock or front door. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. The mushroom heads check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.